Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the backrest frame holes are wallowed out and the hardware is missing.